Manufacturer narrative:
The explanted lens was returned in a non company lens case placed inside of a large biohazard bag. Solution was dried on the lens. The optic was cut into two portions. The optic has scratches on the posterior surface. An outline of an instrument used to grasp the lens was observed on the anterior and posterior optic surfaces. All product and batch history records are quality reviewed prior to product release. The root cause could not be determined for the reported complaint. The explanted lens was returned cut into pieces and damaged. The completed response indicated that the iol contributed to the event; however, the complaint may not be related to the iol. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced intermittent blurring, halos, shadows, difficulty reading, refractive lens exchange and was not adjusting to multifocal implant. The lens was exchanged with a different lens in the secondary procedure. There was no patient harm additional information was requested.